Manufacturer narrative:
(B)(4) it was reported that a male patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a smart touch bidirectional catheter and suffered a vascular dissection. They mapped the left side from the retrograde approach with the pentaray catheter. They then inserted the smart touch bidirectional catheter. The physician was then unable to advance the smart touch bidirectional catheter after a certain point up the aorta. It was observed that the patient developed an aortic dissection. The procedure was aborted and there was no intervention required. The patient was stable throughout the procedure and it was stated that the patient would be observed overnight the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the vascular dissection remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.stockert 70 system, model #: m-5463-01, serial #: (B)(4), 3.cool flow pump, model #: m-5491-02, serial #: (B)(4). 4.pentaray navigational eco catheter, model #: d-1282-07-s, lot#: 17206421l. 5.soundstar catheter, (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a smart touch bidirectional catheter and suffered a vascular dissection which did not require intervention. The patient's medical history is unknown. They mapped the left side from the retrograde approach with the pentaray catheter. They then inserted the smart touch bidirectional catheter. The physician was then unable to advance the smart touch bidirectional catheter after a certain point up the aorta. It was observed that the patient developed an aortic dissection. The procedure was aborted and there was no intervention required. The patient was stable throughout the procedure and it was stated that the patient would be observed overnight. The physician's opinion regarding the cause of this adverse event is that it was procedure related.